Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was mol2, 46 charge processes had been registered. The memory content of the ICD was checked; all available iegms showed interference in the right-ventricular and the far-field channel, which confirms the clinical observation. The signal sensing of the ICD was then checked and proved to be free of noise. The ICD sensed supplied signals were free of interference. A next step, the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time, in particular, proved to be unremarkable. The production documents of the ICD were reviewed. All manufacturing steps had been carried out correctly. There is no indication of a material defect or manufacturing error.

Event description:
Ous MDR - oversensing with inappropriate shock delivery was reported. The lead and the ICD were explanted and returned to biotronik for analysis. The date of implant was not provided for this ICD. No deterioration of the patient's state of health was reported.